Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Ref MFR report(s) 1627487-2012-00488, 00489, and 00490. The pt's (B)(6) scs system included three percutaneous leads from two different lots. It was reported the pt's leads migrated. The movement was confirmed via x-ray. Surgical intervention was undertaken to address this issue. Two of the pt's three leads were successfully repositioned; however, one of the device was inadvertently explanted during the attempt to reimplant the lead, a csf leak ensued. The procedure was completed with the removal of the pt's lead anchors and the relocation of the ipg pocket. These measures were undertaken to alleviate the reported discomfort alleged by the pt. It is unk which of the pt's lead was explanted or which one were repositioned. As such all percutaneous leads associated with this event are being reported as explanted. The pt remains hospitalized and the csf leak issue will continue to be monitored in case add'l intervention is warranted.